Event description:
It was reported that (1) lcsc5 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the surgeon has been using the lcsk5 for approximately two ".." With great success and recently, the surgeon has been using the lcsc5. The surgeon is very concerned about the lack of hemostasis that is achieved with the new lcsc5. The surgeon transects tissue using the lcsc5 with good technique with the generator on level 2 (old handpiece). No matter what the surgeon does, the tissue bleeds after transection. The only way to achieve hemostasis is to touch up the tissue with bipolar cautery.